Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. Device was able to be uploaded to care link pro without any errors. No unexpected insulin flow blocked alarm noted during testing. Device was programmed with contour next test glucose meter. Device communicated properly, recorded the 90 mg/dl test value properly from glucose meter. Device sensor feature is working properly. No unexpected bg meter communication errors or anomalies were noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. Customer¿s blood glucose between 364-400 mg/dl. The customer reported that they keep getting insulin flow blocked for both basal and bolus from last 3 month. Customer reported that they think that her getting insulin faster than the usual and also having issues with her transmitter not properly connecting to the device. Customer reported that it should be the insulin pump that causing the issues. Customer reported that patient is expressing dissatisfaction to the product. Customer declined troubleshoot for each issue. The insulin pump will be returned for analysis.